Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that has a battery that does not hold a charge. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of battery does not hold a charge was confirmed with failure codes 814:01 and 570:320:844:0000 due to faulty main batteries. The main batteries were replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).